Event description:
It was reported that during a ptca on an unstable pt the balloon ruptured at 4atms. Therefore another co's balloon was used to complete the case. Reportedly, the pt died post procedure in the intensive care unit. The device was discarded.